Manufacturer narrative:
Report source: (B)(6). Device evaluation: the device was received the luton facility. A lock of leak, damaged air mix switch, rftv lever damaged, momentary valve damaged, manifold leaking. Replaced manifold, rftv, momentary valve and air mix switch. Fitted service parts. Unit has been repaired and tested. The reported fault was not found however the service technician in their report have changed the parts that could have caused the reported issue of constant flow. The reported fault could not be replicated however other faults were found during test and the relevant parts were changed to repair these issues.

Event description:
Information was received that a smiths medical pneupac ventilators vr1 air mix , ppears to be stuck in the inhalation mode. No patient involvement.